Manufacturer narrative:
MFR's report date on: 06/27/2014. (B)(4). The reported error 13-1033-149 event was confirmed and duplicated on the returned infusion system. The log analysis noted the system was experiencing continuity issues with the pump module sn: (B)(4); it was recorded as removed and attached intermittently for short durations. The continuity issues continued with this pump module attached to the left side of the pcu when received. A known good in-house test module also experienced continuity issues when attached to the left side of the pcu. Inspection of the left iui connector pins on the pcu noted the presence of contamination. The presence of contamination is an indication that the pins have come into contact with a fluid, possibly cleaning fluids, other than 70% isopropyl alcohol. With a new iui connector temporarily replaced during the investigation, the connectivity issues were resolved and there was no recurrence of a channel error 13-1033-149. The noted soft fault error code occurred as a result of there being intermittent unexpected interrupts in the communication between the module and pcu. The root cause for the customer's reported experience is being attributed to contamination on the pins of the left iui connector on the pcu. The root cause for the presence of contamination and corrosion on the iui connectors is not known but may be an indication of needed improvement in the cleaning and pm activities being performed.

Event description:
Customer reported that during an operating room case, the system alarmed for error 33-13-1033-149. Devices were switched out. No pt harm or medical intervention was reported. No additional info was provided.